Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had delivered an inappropriate shock due to oversensing of sense b noise as well as changes in morphology. Untreated episodes with oversensing of noise was also noted. The s-ICD remains in service and there have been no adverse patient effects reported.